Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the customer assumed that there was a loose contact in the handpiece as the failure message depends on how the user holds the instrument with the mounted handpiece. As this was the only harmonic handpiece in the facility the surgeon had to finish the surgery in an open procedure. The patient is fine.

Event description:
It was reported that during an unknown procedure, the display showed hand piece and/or activate second instrument. If the surgeon goes left or right with the instrument the display of the generator was normal. No further information is available. There were no adverse consequences for the patient reported.